Event description:
During an in clinic follow up, it was noted there was a supraventricular tachycardia (svt) episode treated with antitachycardia pacing (atp). It was suspected there was an incorrect interpretation of signals resulting in a ventricular tachycardia (vt) diagnosis as the device undersensed some atrial events due to the sensing value. No intervention has been performed at this time. The patient was stable.